Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an unspecified interventional procedure, a 4mm 4cm 90 saber percutaneous transluminal (pta) balloon catheter got stuck by mistake into a sheath it was inserted into and rupture was confirmed. The balloon was changed to another balloon of the same size to finish the procedure. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. Additional information was received that the intended procedure is unknown. The access site and if it was calcified are unknown. The size and brand of sheath used is also unknown. It is not known how the device got stuck by mistake. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. It is not known how the balloon rupture was confirmed and no additional information is available.

Manufacturer narrative:
During an unspecified interventional procedure, a 4mm x 4cm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) got stuck by mistake into a sheath it was inserted into and a rupture was confirmed. The balloon was changed to another balloon of the same size to finish the procedure. The procedure was finished successfully. There was no reported patient injury. Additional information was received that the intended procedure is unknown. The access site and if it was calcified are unknown. The size and brand of sheath used is also unknown. It is not known how the device got stuck by mistake. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. It is not known how the balloon rupture was confirmed and no additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17214915 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.